Manufacturer narrative:
Additional information in b5 (describe event or problem) and correction in h6 (health effect - clinical and impact codes).

Event description:
During the shift check, the autopulse platform (sn (B)(6) displayed user advisory 45 (not at "home" position after power-on/restart) message, and the drive shaft could not return to the home position. Additionally, no brake activation sound was heard during power-up. The reporter suspects a drive train motor-related problem. No patient involvement.

Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
The customer reported that the autopulse platform sn (B)(6) displayed user advisory 45 (not at "home" position after power-on/restart) message, and the drive shaft could not return to the home position. Additionally, no brake activation sound was heard during power-up. The reporter suspects a drive train motor-related problem. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6) displayed user advisory 45 (not at "home" position after power-on/restart) message, the drive shaft could not return to the home position, and no brake activation sound was heard during power-up was confirmed during the functional testing and the archive data review. The root cause of the ua45 error was the drive shaft not being at the "home position". The ua45 error message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, the encoder drive shaft was difficult to rotate and exhibited binding and resistance due to normal wear and tear of the platform. This might have caused the user to have difficulty pulling the lifeband up completely before turning the device on. Upon visual inspection, the encoder drive shaft did not rotate smoothly and exhibited binding and resistance, confirming the reported complaint. The clutch plate needs to be deburred to address the observed issue. The archive data indicated multiple occurrences of ua45 on the reported event date, confirming the reported complaint. The autopulse platform failed preliminary functional testing due to ua45 being displayed upon powering up, confirming the reported complaint. The drive shaft was rotated to the home position to clear the ua45. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).